Manufacturer narrative:
Insufficient information received from reporter of event. Device not identified. No adverse event reported. When additional information is obtained an update will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The o.r. Supervisor at the facility reported that there was a delay in a procedure caused by a problem with the nim system; the details of the malfunction were unknown to him at the time of the report, and have been requested with no response to date. There was also no indication of a patient injury or impact as a result of the alleged malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care provider (hcp) reported that there was only a small delay in the case as a result of the event. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.